Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for error messages. No error messages were generated during the evaluation. Instead, the evaluation found the teflon pad charred and partially missing, exposing metal underneath the pad. The probe was also charred. Based on similar reports, a potential cause for the damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic tubal procedure, the device generated error messages stating that there was excessive tissue on the electrode. The doctor attempted regrasping and was able to finish through one side using the same device. The device was then replaced with another tb-0535fc device, and the other side was finished with no difficulties using the replacement device.